Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that she is inserting the infusion set manually, but she is not pinching up the skin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.